Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pt had problems with her device in the past. It "did not work" and she had to have a lot of re-programming. The pt was told it was in the wrong place and it was "fixed." The pt had good symptom control during the day, but not at night. Additional info was requested.